Manufacturer narrative:
(B)(4). Batch # n9105k. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the white tissue pad was fell off during the procedure. The fallen piece was retrieved by forceps and was disposed. Changed to another one to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). Batch # n9105k. Investigation summary: the analysis results found that the device was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and tested on a gen11, the generator immediately displayed the "replace instrument" alert screen and the device could not be activated for further functional testing. The device was then connected to the eeprom reader, the eeprom was found to be corrupted. (Instrument eeprom read verification mismatch). The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the issue encountered was due to the hp054 hand piece contacts being dirty. It is recommended that the hand piece gold ha contacts be cleaned periodically or when dirty. Failure to do so can result in lost device function. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.